Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet with a dexcom g7, with the lowest reported cgm value of 39 mg/dl for about 35 minutes, after which the patient disconnected from the ilet; the event occurred during the first week of use with inconsistent meal announcements and difficulty announcing ¿less¿ meals, and frequent pump pauses during walking were noted. Symptoms included hypoglycemia with dizziness, shaking/tremors, hot flashes/flushes, and anxiety. Outcomes included an unexpected medical intervention in the form of medication required to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.